Event description:
It was reported device migration occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2023. It was noted that post implant the device shifted, and there was flow around fabric of an unknown size. The patient was discharged. The patient presented for an atrial fibrillation ablation procedure on (B)(6) 2026. A transesophageal echocardiography (tee) was performed to ensure no presence of left atrium (la) thrombus. During this time, echocardiography showed that the watchman closure device had migrated very proximal, appeared to have lost some compression, and had a leak around the fabric on mitral side. There was no intervention planned at this time. Physician discussing what to do in consultation with echo imaging physicians.